Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
Resident brought cd with patient MRI to or. When attempting to load from cd software became unresponsive, and field service engineer had to shutdown and restart computer. Fse also attempted to locate images from iq view, but also was unable to load, and software became unresponsive when clicking on cd file location. Fse restarted and opened cd in maintenance mode, confirmed that there was a dicom browser installed on cd and images were likely compressed. Staff was able to export images to usb and surgery proceeded as normal. Delay was roughly 15 minutes. Customer was educated about loading from cd and to use raw dicom images in the future.

Manufacturer narrative:
The investigation based on surgery data log file and IFU review pointed out that the two incident occurred had two different root causes. The first crash could be due to an incompatible imagery file, but the root cause cannot be determined. The root cause of the second software crash is a user error who did not follow the IFU and used compressed images.